Manufacturer narrative:
Citation: elvin kesimci. Impact of different anesthetic managements in outcomes of transcatheter aortic valve implantation: the first turkish experience. Turk j med sci. 2016; 46: 742-748. Doi: 10.3906/sag-1503-74 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of different anesthetic managements in outcomes of transcatheter aortic valve implantation. All data were collected from a single center between july 2011 and january 2014. The study population included 151 patients (predominantly female; mean age 76 years), 54 of which were implanted with medtronic corevalve(r) revalving system (crs) (serial numbers not provided). Among all patients adverse events included: hemodynamic instability, vascular complications, rhythm disturbances, and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.